Event description:
A caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the caller through a pump reset process, after which the cgm error was resolved, and the sensor session was successfully restarted.